Event description:
Us customer contacted cepheid to discuss a discrepant result. A patient specimen was collected on (B)(6) 2024 at an unknown time from patient 1, but the customer stated it was ran shortly after collection. The patient was symptomatic, vaccination status unknown, and the doctor had asked them to quarantine a week prior to testing. This patient had been tested twice before by the main lab. On (B)(6) 2023 a nasal swab produced sars positive results with a CT notated to be 15, and on (B)(6) 2024 a nasal swab produced sars negative results with no CT notated. On (B)(6) 2024 patient 1 sample 1 was ran on the xpert xpress cov-2 plus, and the results were sars-cov-2 positive. The n2 analyte had a CT of 42.6. This result was reported to the doctor. Doctor requested another sample to be collected. On (B)(6) 2024 the site used a nasopharyngeal swab for the second collection from patient 1. Sample 2 was sent to the main lab (different location) where another sars test and a biofire panel (respiratory 2.1) was requested. The doctor called for a second sample to be collected so they could run it on the biofire and get a "full respiratory panel done" as physician was suspecting a coinfection. On (B)(6) 2024 patient 1 sample 2 on the biofire resp. Panel 2.1, and the results were coronavirus 2 not detected and cv229e detected. The doctor was notified of these results. Their lis system (cerner) alerted the team of the discrepant results, and the lab reran sample 2 on the cepheid. On (B)(6) 2024 patient 1 sample 2 1st retest sample was brought to room temperature and ran on the xpert xpress cov-2 plus, and the results were sars-cov-2 negative with no amplification on the sars targets. Both these results were reported to the doctor. There was no deterioration of the patient's health due these results, and the customer did not say what the patient was treated for based on the results. Customer stated the doctor might be suspecting a coinfection but was unsure if this sars positive was a reminisce of the initial positive result back in december. The customer also has an ongoing investigation with biofire.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result. A patient specimen was collected on (B)(6) 2024 at an unknown time from patient 1, but the customer stated it was ran shortly after collection. The patient was symptomatic, vaccination status unknown, and the doctor had asked them to quarantine a week prior to testing. This patient had been tested twice before by the main lab. On (B)(6) 2023 a nasal swab produced sars positive results with a CT notated to be 15, and on (B)(6) 2024 a nasal swab produced sars negative results with no CT notated. On (B)(6) 2024 patient 1 sample 1 was ran on the xpert xpress cov-2 plus, and the results were sars-cov-2 positive. The n2 analyte had a CT of (B)(6). This result was reported to the doctor. Doctor requested another sample to be collected. On (B)(6) 2024 the site used a nasopharyngeal swab for the second collection from patient 1. Sample 2 was sent to the main lab (different location) where another sars test and a biofire panel (respiratory 2.1) was requested. The doctor called for a second sample to be collected so they could run it on the biofire and get a "full respiratory panel done" as physician was suspecting a coinfection. On (B)(6) 2024 patient 1 sample 2 on the biofire resp. Panel 2.1, and the results were coronavirus 2 not detected and cv229e detected. The doctor was notified of these results. Their lis system (cerner) alerted the team of the discrepant results, and the lab reran sample 2 on the cepheid. On (B)(6) 2024 patient 1 sample 2 1st retest sample was brought to room temperature and ran on the xpert xpress cov-2 plus, and the results were sars-cov-2 negative with no amplification on the sars targets. Both these results were reported to the doctor. There was no deterioration of the patient's health due these results, and the customer did not say what the patient was treated for based on the results. Customer stated the doctor might be suspecting a coinfection but was unsure if this sars positive was a reminisce of the initial positive result back in december. The lab changes gloves before testing, the cartridge is set up under their biosafety hood using a stainless-steel tray that is cleaned with alcohol wipes. The customer also has an ongoing investigation with biofire. The likely root cause is sample at or below limit of detection. Due to the analytical limitations when testing samples near the limit of detection, this often results variable detection of the analyte due to reduced reproducibility at such low viral rna concentrations. This can be further compounded by differences in lod between tests. Xpert xpress cov-2 plus does not detect human cov 229e and the sars-cov-2 gene targets detected by the xpress cov-2 plus test does not cross-react with this seasonal coronavirus. See table 10 and 11 in the IFU for in silico and wet testing results of this strain. View of sample 1 test result shows n2 target detection only with late CT (B)(6). Amplification and epf appear normal; internal control appears normal. Review of sample 2 shows no targets detected; normal epf and normal internal control. No evidence of product malfunction. False negative: as per section 3 of the xpert xpress cov-2 plus eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.